Event description:
The customer initially called stating he lost consciousness after experiencing an insulin reaction. The customer then stated he was hospitalized twice for high blood glucose. The customer could not recall the dates or any details regarding the hospitalization. Nothing further was reported.

Manufacturer narrative:
Additional info: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete the best of our knowledge. No conclusion can be drawn at this time.